Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2010; 5554 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, with a polarity switch. A chest x-ray was taken and there was no evidence of damage to the lead. The lead remains in use and no patient complications have been reported as a result of this event.